Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy and bilateral salpingo-oophorectomy. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 2980713 and product code 810081.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
Block f10:device component code 814 relates to device problem code 1069 for the reported event of fiber broke.block g1:mfg site name-coherent inc.block h10:the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.